Event description:
It was reported that during a posterior cervical fixation, that following insertion of the lateral mass screw, the screwdriver tip did not disengage smoothly from the screw. It was eventually removed using a swinging motion; however, the screw subsequently cut out due to the patient¿s fragile bone quality. The screwdriver shaft was exchanged for another; however, resistance was encountered upon removal, and the driver did not disengage smoothly. Although the screw exhibited mobility, it was intentionally left in place, and the situation was managed by applying an increased amount of bone graft material. There was no patient or surgical impact.

Manufacturer narrative:
D4: UDI number: (B)(4). H4: 27-jan-2025 or 6-aug-2019. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.